Event description:
Affiliate reported that the collector bag had leakage from a hole the surgeon believes was caused during patient transportation in the hospital by the nursery personnel. It was also noted that this hole was not present when the product was opened and introduced to the patient.

Manufacturer narrative:
It is anticipated that the device will be sent back for investigation. Upon completion of the investigation a follow up report will be filed.